Manufacturer narrative:
A humeral inserter/extractor thumb screw was returned for evaluation. As returned, approximately .320¿ of the threaded end is fractured and missing. The shaft diameter and material hardness are conforming to print specifications. Review of receiving inspection report indicates the devices were manufactured to specifications. This instrument is manufactured on january 23rd 2015 and had a potential field age of approximately one and half year. The frequency of use of this device is unknown. This device is used for treatment. Initial product history search conducted on october 11 2016 revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tip of the thumbscrew broke inside the femoral stem during an implant procedure. The tip of the thumb screw was left threaded into the top of the stem implant.